Event description:
Event description guidant received information that this implantable cardioverter defibrillation device and lead were exhibiting electrogram noise associated with oversensing and pacing inhibition. Lead assessments (impedance, sensing and thresholds) were normal and electrogram noise was not identified on the other intracardiac channels. The field reported that this clinical observation was not reproducible during pocket manipulation or patient isometrics.